Event description:
The customer contacted philips healthcare to report that the defibrillator disassembled. We are considering this a malfunction based on the customer report. There was no reported patient involvement.